Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, when disconnected from ac and goes to battery power will switch over to dc and then immediately go inop. There was no patient involvement associated with this event.